Manufacturer narrative:
It was reported that the event occurred on an unspecified day in (B)(6) of 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. This occurred during preparation when the device was being filled with fluorouracil. There was no report of patient involvement. No additional information is available..

Manufacturer narrative:
The lot was manufactured from april 10, 2019 - april 11, 2019. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture and no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.